Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 4 jumped or moved on its own. The customer stated that a clip applier instrument was being utilized on usm 4 at the time of the event and the usm was not being touched, however, it was unknown if the surgeon had moved the arm. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error 23003 on usm 3 relating to a possible endoscope bearing issue. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the reported issue was confirmed to have occurred with the surgeon's head inside the surgeon side console's high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the ssc. The issue was reported to be intermittent and the universal surgical manipulator (usm) was observed to "jerk back." During the reported event on 06/30/2024 in which a large clip applier instrument was being utilized on usm 4, the customer confirmed that the unexpected motion occurred when attempting to place a clip around a vessel/tissue. Additionally, the unexpected motion was confirmed to have occurred during clip closure, however, did not result in a clip becoming dislodged from the instrument and falling inside the patient anatomy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem. No trouble was found on the system. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was not confirmed.